Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke at the tip but was still remained attached. No part of the cut wire fell inside the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke at the tip but was still remained attached. No part of the cut wire fell inside the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patients exact age is unknown, however, the patient is over 18 years of age. (B)(4) for the reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken and the broken end of the cutting wire appeared discolored. The broken section of the exposed cut wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The length of the broken exposed cut wire, determined, it broke at the point where it attaches to the anchor. Further analysis (by cutting open the distal tip) of the anchor, found the wire had been correctly soldered during manufacturing. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.